Event description:
During balloon angioplasty of mid lad, the balloon leaked contrast into the artery when inflated. The leaking catheter was removed, a new catheter inserted and procedure was completed successfully without harm to patient. Timing: test started at 11:59. Test concluded at 12:55. Radiation exposure: fluoroscopy time: 11.8 minutes, fluoroscopy dose: 0.012 gray.